Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso (B)(4) compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso(B)(4) and eo residual levels in compliance with iso(B)(4) . Each lot  is confirmed to meet requirements for non-pyrogenicty per iso(B)(4) and sterility per iso(B)(4) prior to release.

Event description:
It was reported that on (B)(6) 2020 a patient developed an infection at the pod¿s insertion site while wearing the device for more than 48 hours on the arm. The site was red and inflamed. Patient also had blood glucose levels that reached 312 mg/dl. The patient was taken to the doctors and diagnosed with a staph infection. The patient was treated with solfatrin (trimethoprim / sulfamethoxazole) 200mg/40mg/5ml to take 3 teaspoons twice a day for 10 days.